Manufacturer narrative:
The device has not been returned to the manufacturer and as a result an investigation was not completed. A supplemental report will be filed if the customer returns the device and the investigation is completed.

Event description:
Haemonetics received a report on (B)(6) 2015 stating "fluid spill - disk was not loaded properly" on the orthopat device. No reports of injury or adverse event to the patient or operator.